Event description:
Based on additional information received on 06-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case was cross referenced: (B)(4) (cluster). This unsolicited from united states was received on 06-dec-2017 from other non-health care professional this case concerns female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency patient experienced pseudosepsis in right knee; also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown date, the patient received treatment with intra-articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported) in right knee. On an unknown date, after unknown latency, experienced pseudo sepsis, redness and swelling in that knee with the affected area feeling hot. No other data was provided. Action taken: unknown. Corrective treatment: not reported for both. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 06-dec-2017 and 13-dec-2017 (processed together with clock start date of 6-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had pseudosepsis in right knee with symptoms of redness in right knee, swelling in right knee and feeling hot in right knee. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.